Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available for return.

Event description:
Patient presented to him with dislocating hip. Dr. (B)(6) informed me patient had above described parts implanted (no implant record provided). Dr. (B)(6) informed me that the stem previously subsided, but was well fixed in subsided position. Dr. (B)(6)'s plan was to increase length and gain stability. Once incision was made, original head/liner was explanted. Dr. (B)(6) then trialed and implanted head and liner to gain stability and length. According to surgeon, patient presented with hip dislocating multiple times.

Event description:
Patient presented to him with dislocating hip. Dr. (B)(6) informed me patient had above described parts implanted (no implant record provided). Dr. (B)(6) informed me that the stem previously subsided, but was well fixed in subsided position. Dr. (B)(6) plan was to increase length and gain stability. Once incision was made, original head/liner was explanted. Dr. (B)(6) then trialed and implanted head and liner to gain stability and length. According to surgeon, patient presented with hip dislocating multiple times.

Manufacturer narrative:
Catalog info updated. Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: no medical records were received for review with a clinical consultant.  Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.